Event description:
It was reported, "pt underwent left total elbow arthroplasty in late spring of 2010. During the procedure, a total of eight batches of cement were used on the pt. The cement was inserted into the humeral canal with the gun at approximately four minutes after mixing the cement. The surgeon dictated there was premature hardening of the simplex cement, which requested a humeral osteotomy to remove the inadequately seated humeral prosthesis. Two out of the eight batches were in question and both were from different lot numbers. These were no additional problems reported on cases from these two lots. Procedure was left total elbow arthroplasty.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR.#9610726-2010-00349.